Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 205 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received with cracked battery tube threads. Unit received missing end cap sticker.